Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl and diabetic ketoacidosis (dka) considered dangerous. Suspected cause was the pump not delivering insulin. Correction boluses were delivered and infusion set changes were performed to address bg. In the emergency room (ER) customer was given a saline treatment to address bg/dka. Four hours later, customer was hospitalized and treated with intravenous insulin. Customer was released from the hospital the following day. Tandem technical support reviewed the pump data and found that the pump was functioning as intended. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported high blood glucose was from occlusion alarms received within the same time period.